Event description:
During the standard use of the unit, while in the paraffin-wax step, paraffin heated to a temperature that melted the forty-five cassettes. As a consequence, the biopsy tissue inside the cassettes were damaged and a satisfactory diagnosis was not possible. The unit was operating on a power supply source and ground condition not adequate based on the provided power requirements designated on the pre-installation guide and user manual provided to the user.